Event description:
The recipient is reportedly experiencing sound quality issues. The recipient is presenting with swelling. The recipient was prescribed prednisone but declined. A CT scan revealed no abnormalities.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's swelling has resolved. Programming adjustments were made and the recipient continues to use the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.